Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during the use of a novum iq large volume pump (lvp) which also had multiple upstream and downstream occlusion alarms. It was observed that the pump went into multiple upstream and downstream occlusion alarms during the first three minutes of infusion. The pump then ran for twenty-five minutes before producing another upstream occlusion. The infusion then ran for another fifty-seven minutes before producing another two upstream occlusion alarms. Also, the pump had been programed to run blood product at 100ml/hr; however, two hours into infusion, blood product was ¾ full when it was expected to be over halfway done infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to previous g3: date received by MFR: update to 02/14/2025. Additional information: d5: operator of device, g2 (add source), h6, h11. H11: a review of the event history log identified five upstream occlusion alarms and a downstream occlusion alarm; the reported infusion parameters were found in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.